Manufacturer narrative:
One screw was returned. The head of one screw was damaged and broken off. It is unknown how or when this damage occurred. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. Damage to the head of the screw may occur when the screw is improperly engaged with the driver blade, particularly if the driver blade is dull. A review of the manufacturing records showed no anomalies.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery the patient underwent a skull repair surgery due to intracranial tumors. According to the report, the screw was broken intra-operatively. Reportedly, the screw was replaced and the patient was well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.